Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient has not used the device in probably a couple years because they had a supra pubic catheter put in so they have not charged it or done anything with it for years. Caller asked if there was any reason the stimulator could be causing the patient's urine to be red but no one can seem to figure it out. Caller mentioned that they have had the catheter change 2 or 3 times and they have done lab work for infections and the patient is on antibiotics and yeast pills. Agent reviewed that this is not something that the implant could impact. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller also mentioned that they used to fall a lot and one time the leads got disconnected.